Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Device history record reviews were performed for the subject device lot. The reviews showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that the pull reduction instrument broke during surgery. There was no adverse impact to the patient and the patient¿s post-operative status was good. There was no surgical delay due to the reported event. This report is 1 of 1 for (B)(4).